Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the customer lost visualization of the lasso eco loop and the shaft was still visible. The clinical account specialist changed the dongle, cable and the lasso catheter and rebooting the system. A chest patch magnetic distortion error appeared and verified that the matrix was not being built. Once matrix was rebuilt, lasso loop reappeared and visualized as expected. The case completed without any patient consequence. Upon receipt, the device was visually inspected and it was found that ring 1 was damaged and had a sharp edge. This condition was not reported on the original complaint. The outer diameters of the catheter were measured and all were found within specification. The device history record could not been reviewed since the lot # of this product was not provided when event reported. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. No further test was performed to the catheter since it was a replacement due to troubleshooting in hardware system.

Manufacturer narrative:
The concomitant product: carto 3: model# m-4800-01, serial # (B)(4). (B)(4).

Event description:
It was reported that during an afib procedure, the customer lost visualization of the lasso eco loop and the shaft was still visible. The clinical account specialist changed the dongle, cable and the lasso catheter and rebooting the system. A chest patch magnetic distortion error appeared and verified that the matrix was not being built. Once matrix was rebuilt, lasso loop reappeared and visualized as expected. The case completed without any patient consequence. On (B)(6) 2013, upon receiving the product in biosense webster lab, it was noticed that ring #1 was damaged and sharp on the proximal side making this event reportable.